Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the therapy cable assembly. After replacing the therapy cable assembly, proper operation was confirmed and the device was returned to the customer. Further analysis of the therapy cable assembly was performed, but the failure could not be duplicated.

Event description:
It was reported that the device gave a "connect cable" alarm when connected to a patient in an arrest. A different device was then used with the same electrodes for the patient and energy was delivered. The patient expired.